Event description:
Pt had a 2-lumen catheter placed 2003. In 2004 the nurse-noticed that air was getting in on the arterial side. Treatment was stopped and when they rinsed the catheter with saline it leaked from the root of the hub. Catheter was explanted.